Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, biomechanical overload, peri-implantitis, swelling, bleeding, mobility. Immediate load.